Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: joint section between bending tube and distal end is not secured and rubber cover of forceps channel port is detached is due to stress problem or external forces. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited joint section between bending tube and distal end is not secured, and rubber cover of forceps channel port is detached. There was no patient involvement.